Event description:
It was reported to manufacturer that the site was experiencing communication errors when attempting to communicate with several vns pt's devices. Troubleshooting performed revealed that the programming wand was most likely the problematic device. The programming wand was returned for analysis and the failure to program event was duplicated in the analysis laboratory. During the analysis, it was revealed that the serial data cable, which produced communicated errors, had intermittent conductors. A known good bench serial data cable was submitted and a known good bench battery was installed and all communication errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.